Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. Us local authorized service ((B)(4) personnel) checked the actual suspected device unit at customer site on behalf of manufacturer on february 27th, 2017. (B)(4) service technician evaluated the device for calibration and performance of laser and accessories. The cellulaze-slt ii unit and relevant accessories were determined to be operating properly within their specifications. No failure detected ((B)(4)). Treatment technique were not followed per clinical guidelines. The user did not apply the appropriate caution with regard to the accurate location and marking in order to avoid patient's mandibular nerve. The investigation carried out did not conclude that a design deficiency or device malfunctioning was responsible for causing the event. Rather, it could be assumed that there was a human factors issue, where a failure to appropriately use the device, contributed to event. Precision tx delivery system, an accessory to deliver optical energy for cellulaze-slt ii 1440nm wavelength laser, is indicated for ablation and coagulation of soft tissue, such as skin, cutaneous and subcutaneous tissue and glands, and laser assisted lipolysis of small areas. The patient was submitted to precision tx treatment which requires the introduction of the cannula trough a 1mm incision on patient skin. The lower face-neck region is allowed as treatment area for the device intended use, but this area is critical for the presence of mandibular nerves, and caution should be observed during treatment to avoid adverse events related to nerve injury. Clinical reference guide (code 921-7019-000), provided by cynosure together with the device, specifically requires (chapter 5 - "neck countouring") to proceed with the patient marking of the area to be treated avoiding mandibular line. The marking of the location of manudibular nerve is also required to the physician so that it may be avoided during the procedure. Moreover, clinical reference guide refers to other clinical literature to be consulted for more information as "facial danger zone, avoiding nerve injury in facial plastic surgey", alerting the user about critical treatment area. The operator's manual (code om094e1_g.v15) specifies (section 1 - "introduction") that this device is intended for the use by a licensed pratictioner with experience in the field of liposuction and lipolysis treatments. The operator's manual includes also (section 8 -" clinical applications - precision tx adverse event") a caution to maintain the fiber in a horizontal plane to minimize unintentionally delivery of energy to the skin and underlying structures. Device working within specs. No remedial actions required. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
(B)(4). Noticed us about an adverse event they recently became aware of. Involved device is cynosure cellulaze - slt ii model number m094e1, s/n (B)(4), manufactured by (B)(4). A female patient (age (B)(6) at the time of the event) female patient that suffered a mandibular nerve injury/neuropraxia on lower lip area and hypersesivity/pain on lower neck area. There was no medication involved or medical intervention. This incident was classified as a reportable event by the us importer because patient's nerve injury is a reportable event. The (B)(4), submitted an MDR initial report to FDA for this event (#1222993-2017-00013) on march 8th, 2017 . (B)(4). The actual date of the event is (B)(6) 2017. Event took place in the us territory at (B)(6). We, the manufacturer of device, became aware of the event on march the 1st, 2017 by email from the us importer and, according to 21 cfr part 803.50(2), submitted to FDA an own MDR report in order to conduct an investigation of the event and to obtain missing or incomplete information provided by the importer.